Event description:
The dealer stated the right arm broke free from the chair at the weld while in use.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.